Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. Upon review, it was found that the patient's atrial lead was over-sensing noise, resulting in episodes of inappropriate mode switch. No intervention was performed. There were no patient consequences.

Event description:
New information received notes that the patient's atrial lead was explanted and replaced. The patient was stable.

Manufacturer narrative:
The reported event of noise over-sensing was confirmed. As received, a complete lead was returned in two pieces. Final analysis found internal abrasion breaching the inner insulation at 31.6 cm to 31.8 cm from the distal tip. The damage found was consistent with suture tie forces.